Event description:
On or about (B)(6) 2009, the pt had an ams sparc sling implanted. It was reported that the pt experienced pain, dyspareunia and underwent a procedure to remove exposed portions of the mesh and sling on (B)(6) 2010. It was also reported that the pt had disability and impairment.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.